Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) did not start up. The ccm was rebooted multiple times with no resolve. As a result, the cpb procedure was postponed.

Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was not verifiable. The device was determined to be end of service life and the customer decided not to return the device so no further evaluation or root cause analysis could be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.